Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® flashback blood collection needle the protective cap came off exposing the needle and resulting in a clean needle stick. The protective cap separation event occurred 2 times. The clean needle stick event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "before blood collection, the blood collection cap fell off when the nurse was preparing to install the needle holder, exposing the needle body and injuring herself by needle puncture. The nurse replaced the needle with a new tool to collect blood for the patient."

Event description:
It was reported before use the bd vacutainer® flashback blood collection needle the protective cap came off exposing the needle and resulting in a clean needle stick. The protective cap separation event occurred 2 times. The clean needle stick event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "before blood collection, the blood collection cap fell off when the nurse was preparing to install the needle holder, exposing the needle body and injuring herself by needle puncture. The nurse replaced the needle with a new tool to collect blood for the patient."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode.